Event description:
Boston scientific (bsc) received information that during a system extraction for infection, a tear in the superior vena cava occurred during the extraction of the right ventricular (rv) defibrillation lead. The patient went into cardiac arrest and expired. The device and rv lead were removed, the right atrial (ra) lead and rate sense rv lead remained implanted. There was no specific allegation against the bsc lead or device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.